Event description:
A malfunction was reported involving code malf 9, but no notable events occurred prior to the issue. The impact on the customer¿s blood glucose level was unknown, as the customer did not provide information on whether the bg exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur following this reset. The customer was advised to continue using the pump and to contact technical support if any malfunction codes appear again.